Manufacturer narrative:
Block b3: exact date unknown, event occurred february 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6) , batch: 18106098, UDI: (B)(4).

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg), and high impedances were noted on one of the leads. The patient underwent a revision procedure wherein the ipg and the lead with high impedances were removed. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.